Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500 mg/dl. The customer stated that she woke up early working from home and did not feel right. The customer stated that she was stressed and had high readings. The customer was hospitalized for diabetic ketoacidosis. The customer stated that she was in the hospital for 2 days.